Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to have hairline cracks on input axis 6 and 7 axis. Both tall input disks is cracked. Additional observation(s) not reported by site: the instrument was found to have a loose grip cable at the two tall inputs inside the housing at proximal end. Further inspection found cracked, input disks that could have contributed to the cable loosening. Common causes of the failure mode cracked instrument input disks are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.